Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported post upgrade to a bi-ventricular defibrillator there was noise stored on the electrogram and there was one shock delivered due to oversensing. Follow-up revealed that the newly implanted left ventricular (lv) lead had pulled back and ended up in the right ventricle. As a result there was lead to lead noise. The physician revised the lv lead the next day. The right ventricular lead remains in use. No further patient complications have been reported as a result of this event.